Event description:
This is a 57-year-old white male, diabetic, who had most recent penile prosthesis implanted 3/94. Recently pt noted that device would no longer inflate. Malfunctioning of the device was confirmed during an office visit with urologist. Pt was admitted on 6/22/95 for removal and replacement of prosthesis. During surgery, while tracking the tubing to the left corpora, it was noted that it was fractured at its entry to the pump. This penile prosthesis was removed and replaced with an 18 cm scrotal cylinder set with pump and connectors.